Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) log. On (B)(6) 2011, the drain volume was 2914ml during cycle 6.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The rite (return instrument test/evaluation) test was performed when the device was returned to the baxter (B)(4) facility for evaluation. The device passed the homechoice rite functional test but failed the homechoice rite electrical test. The device was determined to meet specifications relative to the iipv identified during device log review. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was determined to be insufficient drain use error, tidal uf removal set too low. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)). This is report 1 of 2.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation is not complete at this time. A follow-up report will be submitted upon completion of baxter's investigation.